Event description:
The user facility reported that during a therapeutic biliary lithotripsy procedure, the device failed to open properly and broke inside the pt during attempted extraction of biliary calculus. The physician reportedly retrieved the device with the use of two olympus bml-203q lithotriptors. There was reportedly no pt injury, but the pt was scheduled for surgery as the stone could not be removed.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info regarding this report, and was informed that the subject device was retrieved during the procedure. The device referenced in this report was returned to olympus for eval. The eval confirmed the device failed to open. The slide region, basket, basket wire, and coil sheath was noted intact, however, the tube sheath was pulled out of the coil sheath. The cause of this phenomenon could not be determined. The device will be forwarded to original equipment MFR (OEM) for further eval. If additional significant info became available, a supplemental report will follow. See also MFR report number 8010047-2010-00208 for a related report. This report is being submitted as an MDR in an abundance of caution.